Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an unspecified issue with alarms. The device was in use monitoring the patient. No patient incident was alleged.